Event description:
It was reported that during a gastric sleeve procedure, at the moment of firing, it only fired one line of staples, when there must be two lines of staples. However the staple pushers were shot as if he had, but had no staples. It was necessary to open another green reload to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. Was buttressing material utilized? If so, which product? Not. Was the instrument fired across or near an existing staple line or clip? Near. The staples line are placed sequentially. Staples line follows the other. Therefore the staples line of 5th firing follow the staples line of 4th firing, clarify: the staples line of 5th firing. Were not located next to the staples line of 4th firing. Were any unexpected noises heard? If so, when? Not. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Not. Was there any difficulty removing the device from the tissue? If yes, how was the device removed from the tissue? Was there any damage to the tissue? Not. Did the device jaws open after firing? If no, how was the device removed from the tissue? Did the jaws eventually open? Yes, the device´s jaws opened after firing. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.